Event description:
Surgeon reported that during the flap creation specifically during the raster pattern there was two suction breaks with the left eye. Surgeon decided to postpone the surgery. During follow up on (B)(6)-2015 account reported patient had photorefractive keratectomy procedure in left eye.

Manufacturer narrative:
Application support manager contacted on (B)(6)-2015 the account and they reported that the patient had photorefractive keratectomy (prk) procedure in left eye on (B)(6)-2015 with no further complications. His uncorrected visual acuity (ucva) is 20/40 and pinhole is 20/20. There was no best corrected visual acuity (bcva) available at this time. Field service specialist visited the account on (B)(6)-2014 to perform preventive maintenance and no issues were found with the equipment. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
In initial report, product problem was selected however, the correct selection should have been both product problem and adverse event. All pertinent information has been submitted to abbott medical optics.